Event description:
It was reported that this patients remote communicator displayed a red call doctor icon. It was determined that this pacemaker was found to be in safety mode with limited functionality. Boston scientific technical services (ts) recommended to replace the device. Additionally, telemetry is unavailable for communicating with the programmer when safety mode is active. Subsequently, this pacemaker was explanted and replaced successfully. No additional adverse patient effects were reported. Additional information was received that this pacemaker was found to be depleting faster than expected. No additional adverse patient effects were reported.

Event description:
It was reported that this patients remote communicator displayed a red call doctor icon. It was determined that this pacemaker was found to be in safety mode with limited functionality. Boston scientific technical services (ts) recommended to replace the device. Additionally, telemetry is unavailable for communicating with the programmer when safety mode is active. Subsequently, this pacemaker was explanted and replaced successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted the device case had no abnormalities. Review of device data identified memory errors. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short resulted in the, and in the clinically-observed fault code, reversion to safety mode and premature battery depletion.

Event description:
It was reported that this patients remote communicator displayed a red call doctor icon. It was determined that this pacemaker was found to be in safety mode with limited functionality. Boston scientific technical services (ts) recommended to replace the device. Additionally, telemetry is unavailable for communicating with the programmer when safety mode is active. Subsequently, this pacemaker was explanted and replaced successfully. No additional adverse patient effects were reported. Additional information was received that this pacemaker was found to be depleting faster than expected. No additional adverse patient effects were reported.